Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 30-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The physician reported a suction alarm. The female patient was small (160 centimeters (cm)) with a small heart. The impella cp is three cm in the middle of the left ventricle, but according to him it is not convincing because the outlet basket is very far in the aorta, the right heart and the vena cava are not necessarily filled optimally, and the patient also has a pericardial effusion. The patient has already received two liters of volume. The placement signal (ps) curve showed breathing-dependent artifacts since no left ventricle (lv) value is displayed and the ps curve has breathing-dependent artifacts. The physician asked whether the impella might be defective, and this could not be confirmed but also not denied, since the lv value was only a calculated value.

Manufacturer narrative:
The investigation for positioning issues has been completed. The returned complaint cp pump visually inspected. Cannula kink observed near outlet cage. No other abnormality observed. The cause of the positioning issue was patient condition related since the patient had a small left ventricle resulted in cannula kink. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12423: f6/f8-should have been left blank.